Manufacturer narrative:
(B)(4). Batch #152a84. (B)(4). Additional information was requested and the following was provided: could you please give more information per "the device was unable to accept the load of the initial staple cartridge." Was the cartridge difficult to install? Yes it wouldn't load into the stapler. Or the device did not fire. The device never fired. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the ats45 device (a), was received with the firing mechanism damaged and with no reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger post was found broken. No conclusion could be reached as to what caused the firing mechanism to fail as no cartridge was returned for analysis. Batch records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications, although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: attempting to force the trigger to complete the firing stroke with too much tissue between the jaws, or with dense/ thick tissue between the jaws, may result in increased forced to fire or instrument failure. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the device was unable to accept the load of the initial staple cartridge. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch #152a84. (B)(4). Additional information was requested and the following was provided: could you please give more information per "the device was unable to accept the load of the initial staple cartridge." Was the cartridge difficult to install? Yes it wouldn't load into the stapler. Or the device did not fire. The device never fired. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the ats45 device (a), was received with the firing mechanism damaged and with no reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger post was found broken. No conclusion could be reached as to what caused the firing mechanism to fail as no cartridge was returned for analysis. Batch records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications, although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: attempting to force the trigger to complete the firing stroke with too much tissue between the jaws, or with dense/ thick tissue between the jaws, may result in increased forced to fire or instrument failure. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the device was unable to accept the load of the initial staple cartridge. There were no patient consequences reported.